Manufacturer narrative:
4/21/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure, the instrument did not fire. The surgeon applied another device. Hosp reported that no pt injury had occurred.